Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a failed transmitter error. Data was provided for evaluation. The reported transmitter failed error was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failure. No additional event or patient information is available.